Event description:
It was reported to philips that the device failed the therapy delivery test during operational check and the therapy was disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the therapy printer circuit assembly (pca) part number: 4453564489061 with serial number, (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested in the testing fixture. The pca was inspected and found to be in good visual condition. The error logs were reviewed and found to have the following errors: therapy adc test failure (7:29:27), therapy ready for use or operational check failed (7:38), and ready for use redundancy failure (1:24). The pca when powered up in the test fixture indicated a therapy issue. In the test fixture the therapy knob was then set to 170 joules, and an operational check was run. The pca failed the therapy delivery test in the operational check. This pca was returned with a "therapy delivery test failed during operational check ". This was verified in the failure analysis lab testing.